Event description:
It was found that the tracks would not release due to the track support strut being broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.